Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. No noise was observed. Technical services (ts) discussed troubleshooting options to try to reproduce the out of range measurement. No adverse patient effects were reported. This product remains in service.